Event description:
The complainant reported that upon opening impella cp¿s catheter and plugging in, an "optical sensor system error" immediately appeared. The complainant unplugged the catheter and blew air into port thinking it was dust possibly obstructing the optical sensor from connecting to the console. That did not work, so they got a connected to another automated impella controller, and the same error appeared. A new catheter had to be opened, and upon connecting the new catheter, it worked as it normally would. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The lt logs show an immediate controller error alarm as soon as the pump was plugged into two separate aics. The laser light test showed light exiting a broken optical fiber in the red handle on the catheter side. The cause of the optical signal issue was a damaged optical fiber line in the red handle on the catheter side. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
H6: corrected the investigation findings and investigation conclusions codes based on the results of the investigation.